Manufacturer narrative:
(B)(4).

Event description:
Procedure: mastectomy. According to the reporter: the patient experienced wound dehiscence. The condition is possibly related to the test device. This was resolved without sequelae on (B)(6) 2010.